Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported parts ID: display assembly. There was no reported adverse patient impact.